Manufacturer narrative:
8/14/1998 - supplemental report #1 sent to FDA.

Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, the staples did not form properly and caused bleeding. The surgeon applied another device and resected the malformed staple line. The hosp has reported the pt's condition is satisfactory.